Event description:
Information received from the field does not address the patient's clinical status but notes excessive battery discharge. The battery impedance was 29.9 kohms and the magnet rate was 87.3 ppm.